Event description:
Customer reports a difference between his sensor glucose and blood glucose. Customer also mentioned receiving sensor error. Current blood glucose is 219 mg/dl at the time of the call. Troubleshooting was performed on the lost sensor and discovered customer received error after initialization. Advised customer to disconnect and check the connection bridge and pins for damage as these issues can be caused by damage during insertion. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.